Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient/no energy delivered.

Manufacturer narrative:
Updated g3 "reportability awareness date" from 09/23/2024 to 02/10/2025.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: rf probe would not turn on and did not respond at all once taken out of the package. Defective. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be internal electrical component(s) failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.